Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer failed. A field service engineer (fse) diagnosed the issue, replaced the mini engine, and tested it in hardware test application (hta). The customer confirmed that the drawer was functioning correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed, c mp1a 1.7 vial failed constantly failed whenever it was being used. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.